Event description:
It was reported that the device was not draining well from the reservoir to the blood bag. 500 ml of blood was transfused over 6 hours. The customer would have liked to continue to collect and reinfuse but due to the event decided to use it only as a drain. There were no reports that any blood was discarded. No pre-donated or bagged blood was required.

Manufacturer narrative:
The device will not be returned to the MFR for eval.